Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter present inside the nozzle and burn marks observed on the tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Burn marks observed on the tip cover was caused due to use of a high-frequency instrument without maintaining sufficient distance from the tip, and the event reported as foreign material, the root cause of the material could not be identified. Olympus was informed; the device was disinfected prior to shipment to manufacturing, the customer flushed the air/water nozzle with water and air. No abnormalities were reported with the accessories used during reprocessing. The customer immersed the device in the detergent solution, wiped the device, and brushed the air/water nozzle with clean lint-free brushes. No patient infections or injuries were reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.